Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Observed the sensor plug is properly seated. No evidence of burn marks, electric shock, or fire was observed. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was de-cased and visual inspection was performed on the pcba (printed circuit board assembly), no evidence of burn marks, electric shock, or fire was observed. The sensor was sent for further investigation. The unit battery voltage was measured and it was within specification. Visual inspection was also performed on the unit printed circuit board assembly (pcba) and no corrosion, liquid, damaged or missing components was observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and it passed indicating the electronics are working as intended. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified.

Event description:
Customer reports that their freestyle libre 2 sensor, "got very hot" while using an electric massager. Customer further reported "evidence of fire." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that their freestyle libre 2 sensor, "got very hot" while using an electric massager. Customer further reported "evidence of fire." There was no report of death, serious injury, or mistreatment associated with this event.